Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. Chimney technique was employed to reconstruct the left accessory renal artery and gore® viabahn® endoprosthesis with heparin bioactive surface (vsx) was implanted as a chimney stent. The patient tolerated the procedure. On (B)(6) 2026, a reintervention was performed for a type ia endoleak (gutter leak between the excluder and vsx) and aneurysm enlargement, which had been found during a follow-up examination. Three more aortic extenders were additionally implanted. The final angiography showed a minor remaining gutter leak. It was left for monitoring. The patient tolerated the procedure.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: catalog # jhjr060502j, serial # (B)(6), UDI (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.